Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they were admitted in hospital to diagnose diabetic ketoacidosis and high blood glucose level of 600 mg/dl. Customer also reported that the product not adhering. Insulin pump will not be returned for analysis.